Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a bolus which decreased blood glucose (bg) from 106 to 29 (mg/dl). Reportedly, the rapid decrease of the customer's bg was associated with pregnancy and the customer's healthcare provider was aware of the event. As the customer was shaking and lost dexterity, contact assisted with providing juice and peanut butter.